Manufacturer narrative:
Treatment parameters were within clinical guidelines. Prior to laser procedure, patient had a botox treatment on the "crow's feet" region of face. Patient sought treatment from a neurologist to treat symptoms on lips. No problem found with laser device during service evaluation, operated within specification. We do not believe the patient's condition is related to the use of the laser device. This is reportable because patient received medical intervention in this incident.

Event description:
Patient developed an aberrant sensation to its lips (difficulty with speech) and some hypopigmentation following a laser procedure.